Manufacturer narrative:
A.1.-a.5. There was no known patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA, and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H10: livanova deutschland manufactures the heater-cooler system 3t . The incident occurred in germany. Accoring to customer, disinfection is perfomed as per operating instructions. Deep disinfection requested by the customer. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-coolersystem 3t was contaminated by mycobacterium chimaera during periodic monthly check. There is no patient involvement.

Manufacturer narrative:
The laboratory report of bacterial culture confirming the reported contamination has been provided to livanova. The system was removed from service and sent to livanova to be deep disinfected. A device service history review has been performed and identified that the unit was manufactured in 2019 and no other similar events have been reported. A complaints review was conducted and no similar instances of the event have been reported from the same hospital. The customer did not provide any additional information. Based on the collected and available information, no further investigation is possible and the root cause could not be determined. Livanova has implemented a strategy to progressively decrease the probability of bacteria grow in the heater cooler device by applying multiple measures implemented over the past few years through dedicated CAPA and field action. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.